Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported one false positive results on their alinity m sars cov-2 assay. On the first run, the sample result was negative. The customer stated they retested the patient sample on the same instrument in error. However, the retest result was positive. The customer confirmed the false positive was not reported outside the laboratory and only the negative result was reported. Therefore, there was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. Customer result log files were reviewed. The runs involving the sample identification (sids) listed in the complaint were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Amplification curves displaying normal florescent signal with sigmoid curves were observed in the fam channel for the listed sids. The results of the sid may not be 100% reproducible if the sids are near or below assay limit of detection (lod). Pre-analytic and environment contamination cannot be eliminated as potential contributing factor for the negative sample to be reactive. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-090) lot 524052 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There was no indication that lot 524052 are performing outside of established design performance specifications. Quality data review device history record (d.hr) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524052 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524052 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 524052. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 524052. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 524052 was not identified.